Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Scratches were observed around the indicated area of the device - therefore, the possibility exists that external force was applied to the relevant part. The following verbiage was identified within the operation manual related to the inspection of the device: "inspection of the endoscope; 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
Customer reported the distal air nozzle is loose. The issue found during reprocessing. There is no patient involvement associated on this reported event. No user injury reported. Device return evaluation found c-body forceps cover glue peeling.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported customer issue of "the distal air nozzle is loose" was unable to be duplicated however, the c-body forceps cover glue was found peeling. Additionally, further inspection of the device the following were observed. C-body probe unit pink rubber flabby. A-rubber glue/c- cover (insertion tube) chipped. Elevator channel water flow inlet loose. Investigation is ongoing. This report will be supplemented accordingly following investigation.